Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and permanent scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient developed an infection while wearing a pod, which resulted in a permanent scar. Since this was reported via social media, further information could not be obtained.